Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of damaged. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a broken speaker was confirmed during evaluation as abnormal noise from the speaker. The cause of this condition was determined to be from poor connection between the communication harnesses. The harness that connects the user interface module and the pump head module was damaged/disconnected. To address the reported problem, the rear inverter harness was replaced. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.